Event description:
It was reported during aneurysm treatment procedure, the stent (subject device) was used. However, resistance was encountered while transferring the stent from introducer sheath into the microcatheter and the subject stent was deployed within the shaft of microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient.

Manufacturer narrative:
D4 expiration date ¿ added h4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated. Due to the automated mes (manufacturing execution system) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received deployed within the proximal end/hub of the microcatheter. The stent delivery wire (sdw) and introducer sheath were returned. The proximal end of the stent was noted to be deformed and broken/fractured. The sdw was noted to be kinked/bent at the distal end. The sdw distal tip was stretched. The introducer sheath was noted to be intact. The functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported 'stent deployed prematurely during use' was confirmed during device analysis and the code 'stent difficult/unable to transfer' could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained, and the patient's anatomy was described as ¿moderately tortuous¿. It was reported that ¿the physician felt slight resistance when transferring the stent from the introducing sheath into the microcatheter. After the stent entered the microcatheter, it prematurely deployed inside the microcatheter and could not be advanced further.¿ the stent was returned for analysis in a deployed condition inside the proximal end/hub of the microcatheter. Once removed, the proximal (closed cell) end of the stent was noted to be deformed and broken/fractured. The stent delivery wire (sdw) was noted to be kinked/bent, the distal tip was noted to be stretched. The introducer sheath was intact. Based on the deformation noted to the stent and the lack of damage to the introducer sheath, one possibility is that the introducer sheath was initially correctly positioned but subsequently moved proximally prior to stent transfer out of the introducer sheath. In such a case, it is likely that, during transfer of the stent from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (created by proximal sheath movement). The user would then experience increased resistance during further attempts to advance the stent in the microcatheter lumen. Furthermore, when attempting to retract the stent, it is very likely that the delivery wire slipped out of the stent, leaving the stent deployed inside the proximal section of the microcatheter. This is the most likely explanation for the damage/observations noted during analysis and the information provided in the event description. Based on the review of all available information, an assignable cause of procedural factors has been assigned to the as reported 'stent difficult/unable to transfer', 'stent deployed prematurely during use' and as analyzed ¿stent deployed prematurely during use ¿stent broken/fractured during use¿, ¿sdw kinked/bent¿ ,¿nv - sdw deformed¿ codes as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported during aneurysm treatment procedure, the stent (subject device) was used. However, resistance was encountered while transferring the stent from introducer sheath into the microcatheter and the subject stent was deployed within the shaft of microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient.